Manufacturer narrative:
A complete lead was returned in one piece, measuring 46.0 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received noted that the tricuspid regurgitation was a pre-existing condition, but the original position of the right ventricular lead made it worse. Related manufacturer reference number: 2017865-2019-12996.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the hospital for re-positioning of the right ventricular lead because the patient was in heart failure and had developed tricuspid regurgitation. The lead was advanced and positioned. However, the screw would not deploy. A new lead was advanced and positioned. The atrial lead had high capture thresholds. The doctor planned to re-position the atrial lead, but visualized an insulation breach. The lead was removed and a new lead was inserted and positioned. The patient was stable.